Event description:
A friend or family member of the patient reported the patient had a sudden return of bladder symptoms. The patient did not feel stimulation and therapy was on. It was noted it was unknown if the device was originally on because when patient services told the caller to press the sync button to pull setting up as the caller pressed the implantable neurostimulator (ins) on button. The stimulation was increased from 1.3 to 1.7 v and the patient felt the stimulation in the correct location. The patient was leaking lots of urine, it was noted the urine just ¿runs out¿. The patient then stated she was not leaking, but she would just be on the toilet and go there was no warning or signal that she had to pee, no urge she would just pee. The patient stated that due to a lack of urge to tell her when she needed to urinate she would be incontinent and wouldn¿t get out of bed in order to make it to the toilet. The patient mentioned that she used to feel stimulation as a way to tell her she had to go to the bathroom, but now she did not. It was noted the symptoms were sudden in onset. The caller and the patient eventually settled on the issue began a couple days prior to the call. The patient stated originally that patient stated it started on the day of the call, then started it was the day prior to the call, then the last couple of days. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.